Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. The smart pass feature has programmed itself off due to low intrinsic amplitudes. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The shock impedance was less than 30 ohms. Technical services advised to check if the pulse generator and the electrode are in close proximity to each other. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The shock impedance was less than 30 ohms. Technical services advised to check if the pulse generator and the electrode are in close proximity to each other. There were no additional adverse patient effects. The system remains implanted.